Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, the previous drilling was performed with the corresponding punch, the sutures were passed through the footprint suture anchor and the anchor was inserted by soft impact until the indicator mark, the suture locking knob was turned until the respective click was heard, the knob was turned counterclockwise to unlock the screwdriver handle and it was observed that the sutures were outside the anchor. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient's health was not affected.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. Corrected information in h6 (health effect - impact code).

Event description:
It was reported that during a rotator cuff repair procedure, the previous drilling was performed with the corresponding punch, the sutures were passed through the footprint suture anchor and the anchor was inserted by soft impact until the indicator mark, the suture locking knob was turned until the respective click was heard, the knob was turned counterclockwise to unlock the screwdriver handle and it was observed that the sutures were outside the anchor the anchor was removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The patient's health was not affected.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported is not anticipated as the anchor was retrieved from the patient. Reportedly, ¿the patient was not affected.¿ therefore, no further clinical medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case may be re-assessed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.